Event description:
It was reported "the arthroplasty was revised due to infection. The tibial tray, tibial insert and femoral component were revised. The components were implanted in situ for 0.56 years (approx. 6 months)."

Manufacturer narrative:
Method: product history review. It is unlikely that devices caused or contributed to the event. Other devices involved: tibial insert lot 09756201, tibial baseplate lot t05l974.